Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set was broken. This was observed during an unspecified process step. The reporter stated that the twist clamp was able to be twisted off at the end of the transfer set. There was evidence of broken components in the twist clamp itself (snapped blue plastic). There was no patient involvement. No additional information is available.